Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt expired three weeks post implantation of the lvad. The pt had hypertrophic cardiomyopathy and failed to progress after implant.

Manufacturer narrative:
According to the info provided to the MFR, the explanted lvad was disposed of by the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.